Manufacturer narrative:
Therapy date: the reporter indicated that the events occurred 10 jun 2022 - 12 jun 2022. The customer indicated an FDA medwatch was submitted however, the reference number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets were ¿falling out¿ of 150ml non-baxter bags, which caused leaks. This occurred during patient infusions of fentanyl 1000mcg/100ml normal saline. The reporter stated that there was direct contact with the leaked product; however, the drug was washed off immediately and there was no harm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.